Manufacturer narrative:
Based on the claim against the product by the customer noting a broken piece of the shaft from the vessel sealer extend (vse) falling into the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis investigation. A return material authorization (RMA) was not issued for return as the customer reported that the instrument was disposed of. Although the complaint regarding a fragment falling from the vessel sealer extend (vse) was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. Review of the images provided by an isi failure analysis engineer (fae) showed a small piece of the vse shaft missing. The missing piece was retrieved as it was shown as a separate piece in the same image.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, a piece of the vessel sealer extend (vse) shaft broke off and fell into the patient. All pieces were retrieved and there was no additional impact to the patient. The staff swapped to a backup vse and proceeded with the case. The wrist was straightened upon removal, and it was unknown if there was an instrument collision. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vse was disposed of and is not available for return. The clinical sales representative (csr) was unable to confirm the lot number of the vse. The surgeon believed that the issue occurred when the vse collided with the tip-up fenestrated grasper. The customer visually confirmed that the fragment was removed and saw that the amount of missing material on the vse matched what they found. The patient has not returned to the hospital with any post-surgical complications related to retaining a foreign object.